Manufacturer narrative:
(B)(6). The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "left implant just fell out in her hand with a gush of bloody fluid".

Event description:
Healthcare professional reported "an area of dark discoloration with surrounding redness". Patient "got antibiotics and got sent home" and "left implant just fell out in her hand with a gush of bloody fluid". Device status unknown.